Event description:
It was reported the camera head had a cable disconnection issue. The issue occurred during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cable breakage and damaged cable, noisy image, cable watertight defect, fluid invasion inside the charged coupled device and the anti-kink clamp. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cable disconnection issues were caused due to breakage and damage, and water tightness issues. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.